Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of a new device, this right ventricular (rv) lead displayed pacing impedances of greater than 2000 ohms. The pacing impedances also varied greatly through the pacing system analyzer (psa). It was suspected that the lead had fractured. The lead remains in service. The device was programmed to monitor only. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, the lead has not been received for analysis. Should the lead be returned and analysis complete, this report will be updated.

Event description:
Subsequent information indicates that an additional observation of high shock impedances were reported. The patient underwent a revision procedure where the lead was explanted and replaced. There were no adverse patient effects reported. A request for the return of the lead was made.